Event description:
Healthcare professional reported "Capsular Contracture Baker Grade III". This record is for the left side. The device was explanted.

Manufacturer narrative:
A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCE'S NOTED. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN/WILL BE REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. THE REASON(S) FOR REOPERATION IS/ARE: CAPSULAR CONTRACTURE GRADE III. THE REPORTED EVENT OR EVENTS ARE PHYSIOLOGICAL COMPLICATIONS (CAPSULAR CONTRACTURE GRADE III), AND DEVICE ANALYSIS TYPICALLY DOES NOT HELP ALLERGAN DETERMINE THE CAUSE.

Event description:
HEALTHCARE PROFESSIONAL REPORTED "CAPSULAR CONTRACTURE BAKER GRADE III". THIS RECORD IS FOR THE LEFT SIDE. THE DEVICE WAS EXPLANTED.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: D9, H3, h6.Device evaluation: The device related to the reported events Capsular Contracture was received on July 01, 2026 with lot number 3403264. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required:- Capsular Contracture: Unable to observe through visual inspection as it is a physiological phenomenon.None of the other observations performed during the device analysis Deformation, Creases and Wear Abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.